Manufacturer narrative:
Date of event unknown. Date of notification has been used in this field. Medical device expiration date: unknown. (B)(6). Results: bd had not received samples, but 4 photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for breakage with the incident lot was not observed. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® pronto¿ quick release needle holder broke during use (needle was still in vein). There was no report of blood exposure to mucous membranes, serious injury or medical intervention.